Event description:
Complanant alleged that during biomed testing, the device displayed a 'defib falt 85" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a interconnect flex cable that was not fully seated. The cable was reseated to correct the malfunction.